Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2007. The next event recorded is a failed self-test on (B)(6) 2010 due to a low battery. The user was alerted by the red led flashing and an audible beep. No fault was found with the returned pad or pad-pak. The low battery warning was triggered correctly to warn the user the pad-pak was coming close to expiry date. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan apd 300 and 300p devices are for multi-use.